Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were low at 45, 56 mg/dl over a period of 2 days. Low bgs were treated by drinking juice and eating food. No issues were found during troubleshooting with tandem technical support. Recommendation was made to consult with a healthcare provider.